Manufacturer narrative:
New information received that during implant procedure the first lead used was lead 2088tc/46 with serial number (B)(6) while the second atrial lead used was lead 2088tc/46 with serial number (B)(6). Hence, a new b5 was updated accordingly with new event description and leads involvement.

Event description:
It was reported that during an implant procedure, the first atrial lead failed to sense and exhibited high threshold even after lead repositioning. The atrial lead was taken out of the body, and the atrial lead was inspected. The physician requested a second atrial lead. After multiple attempts at different atrial sites, the second atrial lead still failed to sense and failed to capture at high outputs, the second atrial lead was abandoned repositioning. Finally, the physician decided to remove the second atrial lead and put in an atrial port plug. The patient had no consequences throughout the procedure.